Event description:
The customer reported that the monitor went black. The field engineer noted that the system would not display fluoroscopy images on the left (live) monitor. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and connectors. The system operates as intended.